Event description:
It was reported that during a procedure of the moderately tortuous, mildly calcified, 90% stenosed de novo mid left anterior descending artery, the 2.5 x 38 mm xience prime stent delivery system (sds) was advanced, but became stuck at the lesion and could not cross; the device was removed from the anatomy without issue, however, the proximal shaft was noted to be broken/damaged. The procedure was completed with percutaneous transluminal coronary angioplasty (ptca) with a non-abbott balloon dilatation catheter. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Shaft separation/detachment was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.